Event description:
Information received indicates the technician found the bed had a high ground resistance reading on the bed frame.

Manufacturer narrative:
The technician found the power cord ground resistance was high. He replaced the power cord and tightened the ground connections to lower the ground resistance within specification.